Event description:
It was reported that a patient with history of intractable low back pain and hip pain underwent surgery for l4-5 laminectomy with decompression and implant of single level dynamic rod at l4-5. Post-operatively the pt was doing well, then developed ongoing lower back pain. X-rays reportedly revealed failure of the rod. Pt also developed grade I spondylolisthesis at l3-4. Pt underwent additional surgery on to remove l4-5 hardware, with laminectomy and fusion at l3-4, fusion at l4-5 with implant of hardware at l3-5.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.